Manufacturer narrative:
Based on the claim against the product by the customer noting that usm1 had an instrument recognition issue, an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced universal surgical manipulator (usm) to resolve the issue. Intuitive surgical, inc. (Isi) has received the usm involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, instrument recognition issue occurred on universal surgical manipulator (usm) 1. It was confirmed that the site tried a new instrument, reseated the drape, but issue persisted. The customer completed the procedure with usms 2, 3, and 4 with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative and obtained the following additional information: functionality was checked upon powering up the system. The system ran through its normal self-tests and the system initially powered on without errors. Failure analysis (fa) has completed their investigation on the universal surgical manipulator (usm). Fa was able to reproduce/confirm the reported complaint. The unit was tested on an in-house system in normal mode where the error 282, 31009, and 31087 was triggered. Also confirmed by system logs. As a fix the radio frequency identifier device (rfid) accr board, accl board, and back/center presence pins will be replaced. The complaint regarding the usm having recognition issues was confirmed by fa, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.